Event description:
Doctor flapped the whole region, used the guide to place #18 and #19. He went in with a pilot drill for #20 and he deemed it was too close to #19, so he took off the guide and freehanded #20 to move it more mesial. He ended too close to #21(#20 is grazing root of #21). The doctor said that all the implants ended up too close to the nerve and the pt complained of numbness. Anatomage followed-up with the doctor regarding the pt condition and the doctor said the pt had recovered full sensation.